Event description:
The customer reported no air/water flow on the evis lucera ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object came out of the air/water nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The technical evaluation had confirmed the device had an obstruction in the air/water nozzle. An unidentified blockage protruding from the outlet pipe, the blockage appeared to be a white plastic like material. A comprehensive leakage check was completed, no leaks were evident. Additionally, there was abnormal appearance of the curved rubber joint, the ultrasonic sound ray was missing, there was an angle down, angle shortage, and there was play in the knob when turning the angle knob / the angle knob was light. The customer was trained by olympus for processing practice in accordance with the information for use (IFU). The customer did not provide any information regarding failure and/or issues with the reprocessing practice. The customer have not provided olympus any information regarding their reprocessing practice. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a white plastic-like substance that did not originate from an olympus endoscope but otherwise could not be identified. The root cause of the issue could not be determined, however, the issue was likely the result of user handling/insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.